Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically shorted integrated circuit (ic) chip, designator u65 on the therapy pcb assembly. U65 shorted out the 3.3 volt line.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the device was unable to display paddles ECG and defibrillation function was inoperable. In this state defibrillation therapy would not be available to a patient if needed. There was no patient use associated with the reported event.